Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostar device after a transcatheter aortic valve implantation interventional procedure with a 16f sheath. Reportedly, the needles did not deploy during use. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to fire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was used post procedure or post close. It was reported that the device was used post procedure or post close. It should be noted the prostar instruction for use (IFU) states: access sites larger than 10f require the use of the ¿pre-close¿ technique. It is unknown if the IFU violation contributed to the difficulties. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.